Event description:
It was reported that the health care professional (hcp) called boston scientific technical services (ts) because a message was being displayed for this patient, indicating the insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status. According to the hcp, the icm device had not met the projected longevity. Ts requested boston scientific engineering to analyze the icm device data. Analysis of icm device data confirmed the battery depleted prematurely, since the voltage was found to be below the expected value. Engineering recommended to return the icm device for a detailed analysis. Additional information indicates the physician intends to replace the icm device in the future; however, no medical or surgical intervention has been performed at this time. No adverse patient effects were reported. This icm device remains implanted at this time.